Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had motor error alarm. Customer¿s blood glucose was 126 mg/dl at the time of incident. Drive support cap was normal. Customer states pump was not exposed to a high magnetic field. Troubleshooting was performed for motor error. Customer was able to rewind the insulin pump. Customer advised that they got request to rewind and was able to do so but had to three times. Customer was advised the pump will need to be replaced. Customer was advised to discontinue use of the pump. Customer was advised of motor error messages had to rewind three times and the received no delivery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested outside the device and passed.